Event description:
It was reported that the ventricular assist device (vad) patient was admitted due to high watt alarms and electrical fault alarms that may have been related to extensive twisting of the driveline in a previously repaired area or thrombus. It was also reported that the vad exhibited low flow alarms. Servicing will be performed on the driveline. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0, d4: model #:  1420/catalog #:  1420, expiration date: 31-may-2019, serial or lot#: (B)(6), UDI #: (B)(4), d9: no. H4: mfg date: 07-may-2018. H5: no. Yes, if pump h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) and one (1) controller (B)(6) were not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed two (2) electrical fault alarms recorded on (B)(6) 2024 at 17:58:37 and on (B)(6) 2024 at 02:27:34 due to an overcurrent condition on the rear stator, resulting in the pump running in single stator operation (front stator only). Log file analysis also revealed an increase in power consumption to parameters above the normal operating range logged on (B)(6) 2024, due to the increased power consumption required to run on a single stator, and eighty (80) high watt alarms logged starting on (B)(6) 2024 at 17:58:37. In addition, fifteen (15) low flow alarms were logged since (B)(6) 2023. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed twisted driveline wires. Additionally, on-site inspection revealed damage to one of the wires of the driveline. The provided visual evidence also revealed damage to the outer sheath of the driveline cable, discoloration of the outer sheath, damage to the driveline¿s strain relief, and damage to a previous unknown repair. As a result, the reported event was confirmed. A driveline splice repair was performed to mitigate the reported conditions. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of the observed driveline sheath damage and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the reported twisting of the driveline cable may be attributed, but not limited, to improper handling. The most likely root cause of the driveline wire damage, the observed driveline strain relief damage, and the observed sheath repair damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. The most likely root cause of the electrical fault alarms and subsequent above normal power consumption and high watt alarms can be attributed to the damage to the driveline cable wires. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient did not have a thrombus and the vad exhibited above normal power and high watt alarms that were due to a single stator operation. The vad driveline had visible damage on the yellow wire and the patient received medication through venous access while the driveline was serviced.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.